Event description:
Device malfunction; needles failed to fully deploy. Time of malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician used the proglide device to attempt arteriotomy closure of an unspecified vessel after an unspecified procedure. Reportedly, "the needles would not penetrate all the way through the artery". The site reporter was unable to provide info on how hemostasis was achieved. Though requested, no add'l info was available.

Manufacturer narrative:
The device was received. Investigation is not complete.